Event description:
A customer contacted beckman coulter, inc. (Bec) reported an occurrence of a non-reproducible elevated troponin (accutni) result generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. The customer declined to provide the specific patient results. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample was collected in lithium heparin tube and centrifuged for 10 minutes at 3500rpm. The sample was normal in appearance and was filled to the proper volume. Qc was within the established ranges prior to the erroneous result. A system check was performed on (B)(6) 2011 and met specifications. No errors were posted to the event log and the customer was not questioning any other assays. Ckmb and bnp were analyzed at the same time from the same collection tube as the accutni and both were reproducible. Service was on site (B)(4) 2011 and performed a major preventive maintenance. All verification testing met the specifications. No clear root cause could be determined for this event.